Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hemolysis: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of the low pump flow was unable to be determined due to insufficient clinical details, no product return, and no data logs available at the time of investigation. Purge pressure high: the cause of the high purge pressure was unable to be determined due to insufficient clinical details, no product return, and no data logs available at the time of investigation. Difficult to position: the cause of the difficulty to position was most likely patient related since clinical details noted that the patient had a small lv. High or saturated pump flow: the cause of the saturated flow was unable to be determined due to insufficient clinical details, no product return, and no data logs available at the time of investigation.

Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. The appropriate codes are as follows for h6 and have been fully updated and should be considered representation of the reported event. Health effect - clinical code e130501 was removed. Medical device problem code a140505 added.

Event description:
A 67-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage e) underwent placement of an impella cp via right femoral arterial access on (B)(6) 2026 at 12:15 pm. The patient had experienced multiple cardiac arrests prior to mechanical circulatory support and had significant pre-existing multi-organ failure, including liver dysfunction. Additional comorbidities included a small and underfilled left ventricle, a small aortic arch, recent multiple small bowel resections, and renal failure requiring continuous renal replacement therapy, which was planned prior to impella and ECMO initiation due to laboratory abnormalities and contrast exposure. During support, difficulty maintaining appropriate impella positioning within the left ventricular cavity was reported. The device was noted to be either too deep with the pigtail positioned at the apex resulting in low placement signals, or, when withdrawn, the pump would migrate shallow, contact the mitral apparatus, suction down, and intermittently reside in the aorta. Multiple positioning issues were observed, including deep positioning, shallow positioning, and contact with the mitral valve and papillary structures. Echocardiographic assessment was performed multiple times and confirmed a small, underfilled left ventricle, which contributed to the positioning challenges. The patient exhibited laboratory evidence of hemolysis during impella support, requiring transfusion of blood products; however, the clinical team was not convinced the impella device was the primary cause, citing significant baseline critical illness, ecpr with concomitant ECMO initiation, low ventricular volumes, and pre-existing multi-organ failure as contributing factors. Pump flows were reported at approximately 2.5¿3.0 l/min at p2, with ECMO flows around 4.5 l/min, and increasing purge pressures with decreasing flow were observed. Repeat echocardiography later demonstrated the pump positioned entirely within the aorta; the device was successfully advanced back across the aortic valve into an appropriate position with immediate improvement in console parameters. Despite these efforts, the patient¿s clinical condition continued to deteriorate. On (B)(6) 2026 at approximately 8:00 pm, the family elected to withdraw care, and the patient expired with the impella device in situ. The impella cp was explanted at the time of death, and product return was requested. Based on the available information, the patient expired following severe cardiogenic shock and profound multi-organ failure despite impella cp and ECMO support. Persistent and recurrent device positioning challenges occurred in the setting of a small, underfilled left ventricle and complex clinical circumstances. Hemolysis was noted during support; however, causality related to the impella device could not be determined, and the event outcome was fatal due to the patient¿s underlying critical illness rather than a confirmed device malfunction. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.